Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain and back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was confirmed proper placement of device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding (seen as genital bleeding). A laparoscopic hysterectomy with bilateral salpingectomy was performed around 1 year after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: left side") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B34603, b34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation (l5-s1 fusion.). Concurrent conditions included premenstrual dysphoric disorder, gastrointestinal bleed, chronic pyelonephritis and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), premenstrual syndrome ("extreme pms (never had before)"), irritable bowel syndrome ("ibsd"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuralgia ("nerve pain that required nerve blocks for treatment"), ovarian cyst ("ovarian cyst"), anxiety ("anxiety"), pelvic adhesions ("lysis of adhesions") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic hysterectomy ((B)(6) 2015) with bilateral salpingectomy on (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain was resolving and the female sexual dysfunction, dysmenorrhoea, fatigue, premenstrual syndrome, irritable bowel syndrome, bacterial vaginosis, migraine, headache, nausea, neuralgia, ovarian cyst, anxiety, pelvic adhesions, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, neuralgia, ovarian cyst, pelvic adhesions, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: per mr: minimal omental adhesions from the stomach to the anterior abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion on (B)(6) 2015, via telephone note: states pain 10+ (on 10 scale). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: premenstrual syndrome, dysmenorrhea, genital haemorrhage and abdominal pain." Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 42 year old patient. Her demographic details were updated. Lab data was updated. Essure indication was amended. Essure insertion date was updated. Following events were added apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, extreme pms (never had before), ibsd (irritable bowel syndrome), bacterial vaginosis, migraines, headaches, nausea, nerve pain that required nerve blocks for treatment, ovarian cyst, anxiety, lysis of adhesion, hair loss and vaginal discharge. She was recovering form following events: pain and bleeding. She did not undergo essure confirmation test. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 1-mar-2018: reporter's information was added. Her historical condition and concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: left side") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation (l5-s1 fusion.). Concurrent conditions included premenstrual dysphoric disorder, gastrointestinal bleed, chronic pyelonephritis and adenomyosis. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced irritable bowel syndrome ("ibsd"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), premenstrual syndrome ("extreme pms (never had before)"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuralgia ("nerve pain that required nerve blocks for treatment"), anxiety ("anxiety"), pelvic adhesions ("lysis of adhesions") and dyspareunia ("painful sex"). The patient was treated with surgery (laparoscopic hysterectomy ((B)(6) 2015) with bilateral salpingectomy on (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, premenstrual syndrome and dyspareunia was resolving and the female sexual dysfunction, dysmenorrhoea, fatigue, irritable bowel syndrome, bacterial vaginosis, migraine, headache, nausea, neuralgia, ovarian cyst, anxiety, pelvic adhesions, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, neuralgia, ovarian cyst, pelvic adhesions, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: per mr: minimal omental adhesions from the stomach to the anterior abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion on (B)(6) 2015, via telephone note: states pain 10+ (on 10 scale). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: premenstrual syndrome, dysmenorrhea, genital haemorrhage and abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received event " painful sex " was added. Outcome of event " some of the pain and bleeding, extreme pms syndromes, painful sex" were updated as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain: left side") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal operation (l5-s1 fusion.). Concurrent conditions included premenstrual dysphoric disorder, gastrointestinal bleed, chronic pyelonephritis and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") . In june 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), premenstrual syndrome ("extreme pms (never had before)"), irritable bowel syndrome ("ibsd"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuralgia ("nerve pain that required nerve blocks for treatment"), ovarian cyst ("ovarian cyst"), anxiety ("anxiety"), pelvic adhesions ("lysis of adhesions") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic hysterectomy (jul-2015) with bilateral salpingectomy on (B)(6) 2015) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain was resolving and the female sexual dysfunction, dysmenorrhoea, fatigue, premenstrual syndrome, irritable bowel syndrome, bacterial vaginosis, migraine, headache, nausea, neuralgia, ovarian cyst, anxiety, pelvic adhesions, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, migraine, nausea, neuralgia, ovarian cyst, pelvic adhesions, pelvic pain, premenstrual syndrome and vaginal discharge to be related to essure. The reporter commented: per mr: minimal omental adhesions from the stomach to the anterior abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2014: total bilateral occlusion on (B)(6) 2015, via telephone note: states pain 10+ (on 10 scale). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: premenstrual syndrome, dysmenorrhea, genital haemorrhage and abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. On (B)(6) 2018: non-clinical information received incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and heavy bleeding (seen as genital bleeding). A laparoscopic hysterectomy with bilateral salpingectomy was performed around 1 year after placement. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, the events occurred after insertion. Given events' nature and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.